Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that the customer experienced hyperglycemia and customer's blood glucose value was 400 mg/dl from the attorney of the family. The information received on december 5, 2019 stated the following - reporter alleges that it was also clear that this insulin pump was negatively affecting their quality of life because it was running their life therefore, in order to maintain customer¿s sanity and to get a good night¿s rest, it was necessary to turn off the auto mode function overnight, and sometimes when at work and cannot be interrupted by an insistently beeping insulin pump. Customer reported that the harm this causes was more frequent hyperglycemia and sometimes as high as the 400 mg/dl, than they ever had with their old insulin pump that did not have the auto mode feature. Customer also reported that they were type 1 diabetic, and had used a medtronic insulin pump with continuous glucose monitoring for many years, a few months ago, upgraded to the medtronic new insulin pump. This device has an auto-mode feature whereby it will adjust the basal rate of insulin based on readings it continuously obtains from the subcutaneous glucose sensor device. Customer had to calibrate as many as 8 times because either the insulin pump asked for repeated calibrations, or the sensor glucose readings are wildly inaccurate. Customer reported that on subsequent days, it was necessary to calibrate much more often than twice per day for the same reasons. Additionally, the sensor will demand a calibration at any time of the day or night, meaning many instances of interrupted sleep, there was no way to override these night time calibration requests. The insulin pump will not be returned for analysis.